Event description:
The catheter was inserted in the left arm on (B)(6)2009 with no difficulties. The nurse found the catheter broken on (B)(6)2009.

Manufacturer narrative:
Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. One used 18 gauge catheter, in two pieces, was received for analysis. Portion 1 consisted of the molded junction and a slight portion of catheter tubing still in the correct manufacturing placement within the oval disk. Portion 2 consisted of a piece of catheter tubing approximately 48 cm in length. Portion 1: microscopic examination confirmed that the area of separation occurred within the nose of the molded junction. The nose of the molded junction exhibited slightly flared edges. Portion 2 confirmed that the area of separation exhibited slightly jagged edges. No other damage or abnormalities were noted on the catheter tubing returned. Conclusions: the engineer confirmed that the separation occurred within the nose of the molded junction. The damage noted is characteristic of a separation (jagged edges) caused by stress to the catheter. The bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4).